Event description:
It was reported that an allied health professional contacted technical services concerning an atrial impedance alert that was triggered for high impedance. Lead trending information indicates normal levels. Lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).